Event description:
Post angiogram of the placement of the endovascular graft noted a distal type I endoleak in the contralateral iliac artery. An iliac leg extension of the appropriate diameter was deployed distal to the leg graft to resolve the endoleak by extending the landing zone in the vessel. Final angiogram noted no further endoleak presence.